Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. It was unable to verify the software error alarm or battery out limit alarm due to blank display. Moisture damage was found on motor assembly. Device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Event description:
Customer's father reported via phone call that the customer was at the beach and bloused and a few mints later, the insulin pump alarmed software error. Blood glucose value was 183 mg/dl. It was stated the alarm occurred during the rewind/prime sequence. They were unable to complete troubleshooting due to being stuck in a loop. The clear the alarm, set time/date, rewind and then alarm occurs again. Father was advised to remove the battery to clear the alarm; when reinserting the battery, the insulin pump alarmed battery out limit. The insulin pump was replaced and returned for analysis.